Manufacturer narrative:
1. The customer returned one photo and one defective sample: 1)the photo shows that the unit package has been opened, the shield has been removed, and foreign material is attached to the needle tip of the sample. 2)the returned sample shows that the unit package has been opened, with sku 383028 and lot number 4233014. Microscopic inspection of the returned sample revealed no foreign material on the needle tip. 2. DHR/bhr review(lot#4233014): 1)the products of this batch were assembled at intima ii auto line 2 in aug, 2024, and packaged at r240 package line in sep, 2024. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no similar foreign material was found on the needle tip. 4. Since no foreign material as shown in the photos was found on the needle tip of the returned sample, the foreign matter is considered movable. Such foreign material could adhere to the product during assembly, packaging, or use. Conclusion(s): no abnormality is found on process and retained sample. Since no foreign material was found on the needle tip of the returned sample, the foreign matter is considered to be movable. Such contaminants may adhere to the product during the assembly process, packaging process, or during use. As the composition of the foreign material cannot be analyzed, the specific source and the root cause of its occurrence cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii 24gax0.75 in prn slm had foreign matter. The head nurse of ward 307 discovered lint-like fm on the needle tip during use. A complaint response letter is required. A complaint receipt letter is required. Green claims processing is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.